Event description:
During a colonoscopy, the physician used two cook endoscopy tri-clip endoscopic clipping devices. The hpysician advanced the first device through the accessory channel of the endoscope and attempted to close the clip tissue site. At this time, the handle spool broke. The clip did not close onto the tissue site. But was retracted back into the sheath and removed from the endoscope. A second tri-clip was advanced through the accerssory channel of the endoscope. During the attempt to close the second clip onto the tissue site, the handle spool separated. The clip was successfully placed onto the tissue.